Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat recurring urinary tract infections, leakage and constipation, interstitial cystitis, vaginal prolapse, uterine prolapse, and rectocele and mesh was implanted along with the concurrent procedure of a tummy tuck. It was reported that following insertion of the mesh the patient experienced rectal and vaginal spasms and a narrow vaginal opening. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.